Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator was bent while performing the procedure. The md did not use it and the procedure was finished, without issue, using a new set.

Manufacturer narrative:
(B)(4). The customer returned one sheath assembly and dilator for evaluation. The dilator body of the dilator was relatively straight. The tip of the dilator was examined and found to be misshapen with some white stress marks being visible, likely caused by contact with the patient and/or spring-wire guide. The inner diameter and body of the dilator were measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The customer reported issue of the dilator tip being damaged was confirmed during the sample investigation. The tip of the dilator was found to be misshapen, indicative of interaction with the spring-wire guide and patient. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the dilator was bent while performing the procedure. The md did not use it and the procedure was finished, without issue, using a new set.